Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported via the sales rep that when the plugs were removed from the sterile packet during surgery, it was noticed that the plugs were broken into small pieces. The sales rep added that both plugs were discarded and therefore, will not be available for investigation. The sales rep further reported that replacement items were immediately available and therefore, there was no delay to the surgery. No adverse consequences were reported.